Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call damage on the insulin pump and display anomaly. Customer advised the insulin pump fell out of their pocket and they drove over it with their bicycle. Customer advised it hit the ground and was beeping frequently and then the display screen became black. Troubleshooting for the cosmetic damage was performed. Customer advised there is a crack on the casing near the bottom of the insulin pump. Customer is treating their blood glucose via manual syringe. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump powered on and then froze on a full segment display due to leaking voltage on connector interface board. No unexpected loud beeps noted. The insulin pump had cracked end cap noted. The insulin pump had scratched case, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners.